Event description:
According to the literature source of study performed between january 2018 and december 2019, a retrospective study analyzed outcomes of patients who underwent robot-assisted transabdominal preperitoneal inguinal hernia repair (r-tapp) using a three point mesh fixation technique. There were 208 hernias repaired in 161 patients with parietene mesh fixated with a competitor suture. Postoperative complications included 7 (4.3%) cases of hematoma were observed, of which 1 required radiological drainage. Three (1.9%) cases of seroma were recorded and 2 of them required radiological drainage. Chronic pain was observed in 3 cases (1.8%); one patient required percutaneous ilioinguinal-iliohypogastric nerve infltration (medication).

Manufacturer narrative:
Title: three-point mesh fixation in robot-assisted transabdominal preperitoneal (r-tapp) repair of 208 inguinal hernias: preliminary results of a single-center consecutive series source: langenbeck's archives of surgery https://doi.org/10.1007/s00423-022-02542-4. If information is provided in the future, a supplemental report will be issued.